Manufacturer narrative:
Model number/catalog number: sc-1160, serial number: (B)(4), batch/lot number:348385, model/catalog description: spectra wavewriter ipg kit.

Event description:
A report was received that following a postoperative procedure and within an hour after implant procedure, the patient had developed an epidural hematoma. It was also mentioned that as a a result of the epidural hematoma patient experienced temporary paralysis and urinary incontinence. The physician confirmed that the symptoms were not device related but it was procedure related. The patient underwent a revision procedure and went to a rehabilitation center for extensive rehabilitation.